Event description:
During a call with the case manager from a pediatric health clinic, a (B)(6) customer care associate was informed that one of the pts from the clinic was admitted to the hospital for elevated blood sugar while wearing an I-port. Although the case manager was not willing to disclose the pt's name or provide extensive info concerning the event, she did disclose that the pt was admitted to the hospital with high ketones following three (3) days of wearing the I-port. The case manager also said the pt continued to use the I-port despite experiencing high blood sugar levels and "there was user error present and (she) does not blame (the) product in this situation."